Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 2 months post implant of ventrio st, patient was diagnosed with hernia recurrence, obstruction, adhesions and scar tissue thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Updated fields: a2, b2, b3 (date of event), b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), d.6b (date of explant), g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that on (B)(6) 2014, the patient underwent surgery for implant of an unspecified bard/davol ventrio st. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st. As reported, the attorney alleges product is defective and that the patient experienced emotional distress. Addendum per additional information provided: on (B)(6) 2014 - patient was diagnosed with multiple abdominal wall ventral hernias thereby underwent open repair with implant of ventrio st mesh. Per operative notes, "dissected the hernia sac free down to the fascial edges. A 20x15 cm piece of ventrio st patch was placed and sutured." On (B)(6) 2016 - patient was diagnosed with internal hernia and bowel obstruction thereby underwent open repair with removal of mesh. Per operative notes, "found very dense adhesions from the bowel to the undersurface of the previously placed synthetic mesh. Detached the small bowel and large bowel which was densely adherent to the mesh and a piece of biological mesh was placed." Attorney alleged that the patient had adhesions, bowel obstruction, infection, mesh shrinkage, nerve damage, pain, hernia recurrence and emotional injuries. It was also alleged that the patient had bilateral component separation, wound care, wound vac and post operative bleeding.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2014, the patient underwent surgery for implant of an unspecified bard/davol ventrio st. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st. As reported, the attorney alleges product is defective and that the patient experienced emotional distress.